Event description:
It was reported that a patient presented to the emergency department after receiving a shock from their implantable cardioverter defibrillator (ICD). Device interrogation revealed that the ICD delivered inappropriate shock due to atrial fibrillation resulting in rapid ventricular response. No changes or intervention was performed. The patient condition was stable.